Manufacturer narrative:
A manufacturing review was completed and zero nonconformances were found. The returned product evaluation confirmed the separation of the distal section of catheter. The entire catheter was severely damaged. All the damage was consistent with over torquing against resistance. The turnpike IFU warns; "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury." The most likely root cause for this failure is clinician misuse.

Event description:
Tip broke off in patient. Tip was retrieved.